Event description:
On 5/11/22, intrinsic became aware of a reoperation that was conducted sometime last year for sc ID (B)(6). Patient had a psoas abscess and pain in the back. During the reoperation, the implant was left in the patient in its entirety and a tlif was conducted.

Manufacturer narrative:
Interviews with surgeon revealed that the barricaid implant was functioning properly and is not suspected to have contributed to the psoas absess. Surgeon decided the best health outcome was to perform a tlif and investigate the infection the patient was experiencing. The barricaid implant was left in place while the tlif was performed.

Event description:
Intrinsic became aware that a patient had a revision surgery after implantation of the barricaid device. The revision surgery was to perform tlif. The cause of the reoperation is not known at this time. The barricaid device remained implanted and not removed.

Manufacturer narrative:
Communications with the physician and intrinsic determined that the psoas abscess was unrelated to the barricaid implant.